Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information received: date of the procedure. Date (B)(6) 2019 was the procedure closed or open? Closed by laparoscopy. Demographic data of the patient (initials starting by last name, age, gender) , male, we do not have the age. What action did the hcp take to correct the problem with the device? In the surgery as such, nothing extra was requested, this it happened days after the surgery. Was there any damage / consequence in the patient due to the problem with the device? He was hospitalized due to bleeding in the evacuation derived from the opening of the staples 2 days after surgery. Was there a surgical delay due to the problem presented with the device? No. Was the dose of anesthesia modified (increased)? No. Did the surgical delay put the patient's health at risk or affect? No. What is the current state of the patient? The patient is already at home so far without any risk. Will the product be able to be recovered for analysis? The cartridge that was used in the surgeries was discarded because in the surgery nothing happened, it was only in later days where the staple was opened and there was a leak, and the hcp relates it to the poor quality cartridge in the anastomosis. Additional information requested and received: what staple device was being used with these cartridges? R= stapler (B)(4). What was the anatomical location of the staple line that opened? In the anastomosis of the by pass, he thinks that it was the jejunum. Were any issues with device experienced intraoperatively? Not really, in the operation there was no problem. Was any staple formation issue noted throughout care of patient. Not really just 2 days later there was bleeding, so it was deduced that they were in the anastomosis by the doctor.

Event description:
The surgeon reported that he had two laparoscopic gastric bypass surgeries of which he says that the line of staples were opened with the white cartridge.